Event description:
It was reported there was a procedural delay during sedation, greater than or equal to 30 minutes due to a broken or loose dial. The same device was used to complete the diagnostic colonoscopy procedure. There were no reports of patient or user harm.

Event description:
No additional information was received from the customer. As no additional information obtained, it was determined that there was no harm to the patient as initially reported. This event was initially conservatively reported as a serious injury; however, there is no evidence the patient suffered any serious injury or adverse effects from the prolonged procedure. Olympus made multiple attempts to receive more information from the customer without success. Thus, correcting b1 and b2. B1 should not be marked as an adverse event but product problem only, and b2 should not be marked at all. Updated f10 health effect - impact code to f26.